Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of cardiac tamponade requiring intervention was reported during a left-atrial appendage closure (laac) procedure where the versacross transseptal sheath (vxs) and versacross rf wire (vxw) were used for the initial transseptal puncture. During the transseptal workflow, the physician experienced challenges visualizing tenting of the septum. Following manipulation and reintroduction of the device assembly, tenting was observed and transseptal puncture with delivery of rf energy was achieved. However, the vxw was not observed in the left atrium. A pericardial effusion was noted, and the patient's blood pressure dropped. Shortly after, cardiac tamponade occurred. Chest compressions and pericardiocentesis was completed and the patient was stabilized. An arterial line was placed and the patient was continuously monitored. Approximately 15 minutes later, the patient's blood pressure dropped again and a blood transfusion was required. The patient was admitted to the ICU for recovery. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate MDR has been submitted for the versacross transseptal sheath under MFR report number: 3019751610-2022-00025.